Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of unintended shutdown. Should the pump be received for evaluation, or if additional information becomes available a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with a malfunction of pump goes off as soon as you pull the plug from the wall. Batteries and fuses been changed. Pump has been charged for 16 hrs. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4).

Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2267 alarm that occurred on the homechoice unit during dwell 10 of 12. The rn stated that she just started her shift and she heard the machine beeping. The technical service representative explained this alarm indicates air has entered set up. The rn stated that she wanted to call the peritoneal dialysis nurse for further instruction. No further information is available at this time.

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2010. During the procedure, the spring washer of the trial acetabular liner came off and fell into the patient's wound. The surgeon was able to retrieve the washer from the patient and there was no significant delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
(B)(4). Additional information: issues concerning the main batteries are currently being investigated under CAPA-(B)(4).